Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the valve was received in a light rust colored glutaraldehyde solution in a tall skinny specimen container, enclosed in a bio hazard bag placed in an explant kit. All leaflets were slightly stiff but flexible. A large tear observed in the right cusp adjacent to the left right commissure appeared to have occurred during explant. A small tear in the lunula of the left cusp adjacent to the left right commissure appeared to have occurred during explant. The right non-coronary and non-coronary left commissures were intact. A tear was noted in the left right commissure. Remnants of pannus remained attached to the sewing ring on the inflow adjacent to all cusps, onto the tissue and base stitching adjacent to the non-coronary and left cusps, into the right non-coronary inferior coaptive area and 1 mm onto the left cusp. Pannus remained attached to the outflow rail adjacent to the left right stent post. Traces of pannus were noted along the outflow margin of attachment of the left and right cusps adjacent to the left right commissure. Radiography showed no evidence of mineralization in the valve and/or host tissue. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve was attributed to host tissue overgrowth. This finding is generally considered a patient related condition. (B)(6). (B)(4).

Event description:
Medtronic received information that this bioprosthetic valve, implanted an unknown duration, was explanted for an unknown reason. It was reported that the surgeon made no attempt to examine the valve upon explant as they had no issues with its performance. The valve was returned for laboratory analysis.